Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the device or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cycler set defect reported for this event. The patient stated that they were experiencing constipation prior to the peritonitis event which could have been a contributing factor. The patient¿s pd effluent culture resulted in no growth which could have been altered by the initiation of antibiotics prior to the culture being obtained. Patients with clinical peritonitis who have negative cultures yet improve on empiric antibiotics with decreased symptoms and white blood cell counts usually have an infection with susceptible gram-positive bacteria. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for a fill and drain complication during treatment on the liberty select cycler. The recent treatments were taking 13-14 hours instead of the usual 8 hours. The patient stated that they were in the hospital the previous week and the treatments utilizing the hospital cycler were completed within the normal amount of time. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the pdrn on (B)(6) 2020 to report abdominal pain and cloudy effluent. The patient was seen in the pd clinic that day and administered intraperitoneal (ip) vancomycin (dose not provided) for suspected peritonitis. On (B)(6) 2020 the patient presented to the hospital due to the abdominal pain and was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained and as of (B)(6) 2020 the culture resulted in no growth. Per the pdrn, the initial administration of the vancomycin prior to the culture collection could have altered the result. During the hospitalization, the patient was administered intravenous (IV) vancomycin (dose, frequency, and duration unknown) and a second unknown antibiotic. The pdrn did not have access to any hospital records. The patient was discharged to home on (B)(6) 2020 and was seen in the pd clinic that same day. A repeat pd effluent culture was obtained. The culture was showing no growth as of (B)(6) 2020. The patient¿s symptoms resolved, and the pd effluent was clear. The patient has continued to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis is unknown. The patient did not report any cassette leak. The patient does not recall any breach in aseptic technique; however, the patient did state that he was experiencing some constipation prior to this event. No further information was provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.